Event description:
Baxter recieved a report that a connection completion message occurred after connection with a twin bag. The patient opened the cover of the clean flash, and found that the spike was bare. There was no patient injury or medical intervention. The set had been used for 7 months.

Manufacturer narrative:
Evaluation summary:baxter received one used set in reference to cracked/broken. Set was visually inspected and noted that the spike was broken completely off at base of spike. No other visual defects were noted. The reported condition was confirmed in the lab for broken spike.